Event description:
It was reported that the device experienced a power on reset (por) due to "something going wrong with the power supply for some part of the electronics of the device." The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the device memory indicated power-on reset (por) parameters were present. The analyst commented that there was a por recorded on 2013-(B)(6) for a disruption to the electrical supply to the integrated circuits.